Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involving a primary plum set, clave secondary port, clave y-site, secure lock, in the report that on the third day of using the set, a leak occurred when the chemo drug(adriamycin) was added. There was no patient harm reported.